Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the enclosure was cracked. The pump was noisy. The device had an outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the reservoir; confirming the customer complaint. Root cause was attributed to a water leak from the cracked tank by the drain tube fitting. This was likely due to wear from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the reservoir was leaking. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.